Event description:
It was reported patient underwent an initial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013, due to pain. It was noted the tray was revised to move more medial toward the acl for a better fit. The tray and bearing were removed and replaced with biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."